Event description:
Our rep. States that during an arthroscopic shoulder repair, three fixation devices would not hold in the bone, pulled out when the surgeon was knotting and tensioning. The rep states that the surgeon's technique is the precipitator of the event. The surgeon during attempted insertion of the soft tissue fixations devices into the bone, over malleted them, causing damage to the cortical bone at the insertion site, which in turn caused the devices to pull out of the bone. The surgeon used a competitors device (opus) to complete the procedure successfully without further incident or harm to the pt. Also see associated mdrs 1221934-2008-00054 & 1221934-2008-00055.

Manufacturer narrative:
Nothing is being returned for eval, no lot number has been supplied. The report clearly identifies user technique as the root cause for the adverse event. At this point in time no further action is warranted.